Manufacturer narrative:
The investigation into the positioning issues has been completed. The device and data were not returned for investigation. Based on clinical description, the root cause of positioning issue was due to patient movement.

Event description:
The complainant in japan reported that during a CT imaging study, the patient moved, the impella 5.5 malpositioned out of the left ventricle. The patient was taken to the catheterization lab for repositioning. Impella repositioning was successful and no patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire¿.